Event description:
It was reported that during a posterior laminectomy (l1-s1) surgical procedure it was discovered that the "drill bit did not fit easily into attachment", the attachment device "made a loud screeching sound", and was "hot." There was a five minute delay to the planned surgical procedure. A spare device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported conditions could not be confirmed. An assessment was performed on the device which found that it met all manufacture's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.